Event description:
Caller states that a patient reportedly received the following results on the inform system within 10 minutes: hi (greater than 600 mg/dl) and 61 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips have been discarded. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.